Event description:
Customer reported out immulite 2000 troponin patient results while quality controls (qc) were out of range. There was no known report of treatment given or withheld based on the discordant troponin results.

Manufacturer narrative:
(B)(4): an urgent medical device correction (umdc), (B)(4) - immulite 2000/immulite 2000 xpi troponin I high control bias, was sent to customers in (B)(4) 2012.siemens is currently investigating this issue.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the immulite 2000 instrument. Upon evaluation of the instrument, the fse determined that the cause of the discordant troponin is unknown. The system is running within specifications. No further evaluation of the device is required.